Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03018, and 1627487-2022-03020. It was reported there were high impedances. In turn, the leads were re-plugged into the ipg on (B)(6) 2022. Stimulation was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.